Event description:
No new information.

Manufacturer narrative:
Update: d4, h6. The reported incident could not be confirmed but is based on the surgeon's response in a survey. In a follow-up question, the surgeon stated that the adverse event was not related to the product. The design team determined that the implant met all specifications and identified possible factors such as excessive screw placement depth or swelling of the eye socket but could not determine a clear cause. Based on the investigation, there are no indications of an incorrectly working product or problems related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time. The complaint will be added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate is proud and the patient notices this.